Event description:
The customer contacted beckman coulter inc. (Bec) in regards to a lower than expected accutni result within the risk stratification range for one patient sample generated by the access2i. The erroneous result was submitted out of the laboratory, and questioned by the physician. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The sample was repeated on both the initial unit and an alternate access 2 instrument; both instruments produced higher results above the acute myocardial infraction cut-off that better matched the patient's clinical history. The accutni sample was collected in a 3ml lihep plasma tube and centrifuged at 3500 rpm for 7 minutes. Per the customer supplied qc charts, all three levels of accutni qc were within the customer's established ranges on the day of the event. Routine system check was performed on (B)(6)-2011 which passed within instrument specifications. On (B)(4)-2011 a bec field service engineer (fse) visually inspected the hardware and no issues were noted. The fse performed the following: rebuilt the precision pump and replaced the main pipettor tip. Made necessary adjustments to the pipettor ultrasonics. Performed a high sensitivity system check which passed within instrument specifications. Performed precision tests using both the low and high level accutni qc and the patient sample that was in question; all qc repeats were within the expectations of the assay and the patient sample repeats matched the elevated results the customer obtained. Although service was dispatched and verified hardware a definitive root cause has not been determined to date for this event.